Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that when the patient was about to put in (insert) an infusion set one month ago (approximately), the infusion set's tubing pulled out at the quick release during the middle of the night while he was sleeping, and he had to do a full set change the next morning, as he had high blood glucose levels. Reportedly, he did not remember the blood glucose level but stated that it was in the high teens. The site location was patient's abdomen and the pump was on his waist band on the same side in relation to the infusion set. Moreover, the infusion had been used for one day (approximately). Reportedly, the infusions were stored at room temperature on a shelf. The pump was not dropped with the set connected to patient's body. Upon investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.